Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high, out of range shock impedance measurements during a procedure to replace the chronic device. The system was tested in different vector configurations. The right atrial (ra) coil exhibited high, out of range impedance measurements. The rv coil exhibited normal impedance measurements. The lead was tested on the pacing system analyzer (psa) and normal sensing, threshold and pace impedance measurements were recorded. The system was programmed rv coil to can. Defibrillation threshold (dft) testing was performed and the patient was successfully converted. No adverse patient effects were reported. The system remains in service.